Event description:
Report received of an underdelivery. The pump was programmed to deliver 230ml of an epidural solution containing marcaine 0.75% and fentanyl 500 micrograms at a rate of 10ml/hr. It was reported that the pump gave an audible alarm and displayed the message "empty container." The pump display indicated that 230ml had infused, but the bag was reported to be 2/3 full. The pt experienced "increased pain". The nurse notified the dr. The pt's therapy was changed to pca via peripheral IV line. The epidural catheter was discontinued. The pump as removed from service. Though requested, there was no further info available.